Event description:
It was reported that a patient experienced a left olecranon fracture which was fixed with a non-synthes fiber wire. During the procedure, the 2.0 synthes drill bit broke in hard bone. A one centimeter piece of the drill bit remains in the humerus. No surgical delay was reported nor was medical intervention required. It was reported that the surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID reported as (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.